Event description:
The customer initially called to report alarms on the infusion pump. The customer then mentioned that he was hospitalized for high blood glucose levels. The reported blood glucose levels at the time of call were 250 mg/dl. Prior to the hospitalization, the customer stated the insulin pump has been giving alarms for weeks, but the customer continued to wear the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.